Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was defective. The nurse stated she felt the normal pressure of inflating the balloon, but with 2ml left in the syringe she felt that there was suddenly no resistance at all. Immediately after, the catheter fell out of the patient.

Event description:
It was reported that the catheter balloon was defective. The nurse stated she felt the normal pressure of inflating the balloon, but with 2ml left in the syringe she felt that there was suddenly no resistance at all. Immediately after, the catheter fell out of the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. "Visually inspect the product for any imperfections or surface deterioration prior to use." A DHR could not be performed since no lot number was provided. Corrections made to tab f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.